Manufacturer narrative:
Additional product code: jdq. (B)(4).original implant date: approximately 3 weeks prior. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Patient code (B)(4) used for: the complaint indicated that the patient experienced pain and the lag screw cut out of the femoral head post-op requiring additional surgical intervention. Device history records review was conducted. The report indicates that the: DHR review for part # 280.280s lot # 9814100, release to warehouse date: 12 june 2015, expiration date: 31 may 2024, manufacturing site: (B)(4). DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of dhs/dcs one step lag screw 12.7mm thread/ 80mm sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, approximately 3 weeks prior, a patient was implanted with a dynamic hip system ( dhs) 3 hole plate and dynamic hip and condylar screw (dhs/dcs) 12.mm/ 80mm lag screw and (3) unknown 3.5 mm cortex screws to treat a intertrochanteric fracture. Post-operatively, on an unknown date, the patient returned to the doctor with the complaint of pain. An x-ray was taken and confirmed the lag screw was cutting out of the femoral head. No injury was reported to the patient. The patient returned to the operating room on (B)(6) 2017 for hardware removal and received a total hip replacement. All implants were removed whole and intact. No reportable malfunctions occurred during the surgery. There was no surgical delay. No harm was reported to the patient. The procedure was successfully completed. Patient outcome was reported stable. This complaint involves 1 device. Concomitant devices reported: dhs 3 hole plate part 281.131/ lot 9910553/ quantity x1, 4.5mm cortex screw/ unknown part and lot numbers/quantity x 3. This report is 1 of 1 for (B)(4).